Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer was treated with manual injection. Customer blood glucose after treatment went down to 240 mg/dl. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised infusion set working correctly a replacement would be sent. The product was not returned for analysis.